Event description:
It was reported that the right ventricular lead has had a "slow rise in impedance" and that the threshold increased. Lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2011: it was further reported that the impedance for the right ventricular lead has climbed gradually and that the threshold has also increased.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead has had a "slow rise in impedance" and that the threshold increased. Lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2011: it was further reported that the impedance for the right ventricular lead has climbed gradually and that the threshold has also increased. It was further reported that there was high thresholds and a lead fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was originally included in remedial action exemption summary report (B)(4). Subsequent review of the initial reported information determined the event qualified for reporting on a medwatch 3500a, therefore it is being submitted as such. (B)(4).